Event description:
Pt transferred from outlying hosp for emergency surgery with patent IV en route to or. On "crash," induction filter near insertion clogged from propofol. This was a potential morbid occurrence. IV tubing was immediately changed and induction proceeded with no adverse occurrence. Rptr believes this is a product that in this situation could have had serious consequences.